Manufacturer narrative:
Additional information was received on 05-sep-2024. The smartablate pump was used. The correct catheter settings were selected on the generator. Therefore, updated the ¿d10. Concomitant medical products and therapy dates¿ section. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2024 and per the evaluation completion on (B)(6) 2024, reddish material and a hole in the surface of the pebax was observed. Bwi became aware of a hole in the surface of the pebax on (B)(6) 2024 and have also assessed this returned condition as reportable. The device evaluation details: it was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter. During left atrium isolation, there was an issue that suddenly contact force (cf) went hi only during ablation. Once the catheter was removed from the patient's body and flushed, the flow was confirmed in all directions without any problems. After that, they put the catheter back to the patient's body and ablation was conducted on the other site, but the same issue occurred. The issue was resolved by replacing the thermocool smarttouch sf catheter to another new one. When flushing, momentum was different compared to earlier and the possibility of a slight jam was considered. The procedure was completed without patient's consequence. The device was returned to biosense webster, inc. For evaluation. Following biosense webster, inc. Procedures, a visual inspection, force and irrigation test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. An irrigation test was performed, and during the test, the results were found within specifications. The device was connected to carto 3 system, and it was recognized; however, it was not visualized as error 105 appeared due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer was confirmed as error 105 could be related to the reported event. The irrigation issue could not be confirmed, and the reddish material was not related to the event. The potential cause of the open circuit could not be determined and the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster, inc. Quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿irrigation¿ issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿contact force (cf) went hi¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch sf catheter and an irrigation issue occurred in which the device was used on the patient. During left atrium isolation, there was an issue that suddenly contact force (cf) went hi only during ablation. The issue was not improved by replacing the cable. Once the catheter was removed from the patient's body and flushed, the flow was confirmed in all directions without any problems. After that, they put the catheter back to the patient's body and ablation was conducted on the other site, but the same issue occurred. The issue was resolved by replacing the thermocool smarttouch sf catheter to another new one. When flushing, momentum was different compared to earlier and the possibility of a slight jam was considered. The procedure was completed without patient's consequence. The sct was always above 300. Additional information was received on 19-aug-2024. Although there was a possibility of clot and char, it had not been confirmed. As the irrigation volume (vigor) was low, it was considered to be due to the possibility of clot or char. Additional information was received on 21-aug-2024. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during use on patient. Char or clot did not exist. The force issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The irrigation issue with the device used on the patient was assessed as MDR reportable.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).